Event description:
The customer reported the ventilator restarted and alarmed while in use on a patient. The customer reported there was no patient harm. The manufacturer's field service technician was unable to duplicate the customer reported problem. Review of the ventilator diagnostic code log noted an occurrence of a ventilator restart. The service technician replaced the power supply to address the findings. Extended self testing (est) and applicable performance verification testing was completed and tests passed to operating specifications.

Manufacturer narrative:
Power supply.